Manufacturer narrative:
The ri bone pins 4 mm x 127 mm qty: (B)(4), lot 000019111, used in treatment were returned for evaluation. A relationship between the reported event and the device was established. The reported issue was visually confirmed. The tip and the shaft of the pin is bent. The most likely cause of this event is surgical technique. Care and caution should be exercised while inserting pins and pin placement locations. Refer to the ri cori user manual for proper insertion, placement and removal of bone pins. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the surgeon attempted to drill the ri bone pins 4 mm x 127 mm into the tibia and while sliding through the tissue protector, he noted that the ri bone pins 4 mm x 127 mm was slightly bent at the tip. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.